Manufacturer narrative:
For the investigation the logfile was analyzed and the device was tested on site. It was found that the device performed two warmstarts on the time of event. It was not possible to determine the root cause as neither in the logfile nor during the performed tests an indication for a technical failure was found. The logfile shows that the device was operated in bipap-mode. An ongoing leakage was detected and alarmed. As the evita 4 measured that insufficient inspiratory gas was delivered and no expiration flow occurred the device switch over to a volume-controlled apnoea ventilation and alarmed accordingly. It is likely that the flow was increased to compensate the leakage. Consequently the pressure increased during the switch from a pressure-controlled mode to a volume controlled mode. This likely resulted in a pressure peak higher than the set higher alarm limit and the device performed a warmstart as specified in order to release the pressure to ambient. The device alarms consequently optical and acoustical. This condition was found for two times in the logs. The device behaved according to specification and performed warmstarts to solve a detected problem.

Event description:
It was reported that the device turned off during operation. The device alarmed. No injury was reported.